Event description:
It was reported that implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # performance data was collected from the device and analyzed. The battery depletion indicated elective replacement indicator (eri) on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary:the device was returned and analyzed. The device met 93% of expected longevity.  Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.(B)(4).